Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Updated field: h2. Corrected fields: h6 - adverse event problem (investigation findings, investigation conclusions), h11 - additional mfg narrative. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: auxiliary water tube has foreign objects. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to scope connector and cable failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope screen became noisy. The issue occurred during setup. There were no reports of patient involvement.